Event description:
It was reported that a 018 connect guide wire was advanced towards the lesion in the mid femoral artery via femoral access. As a torquer device on the proximal end of the guide wire was moved, the teflon coating on the proximal segment of the guide wire peeled off. There was no peeling inside of the anatomy. The guide wire was withdrawn from the anatomy and replaced with a new connect guide wire which was used successfully. There was no adverse patient effect and the final patient outcome was good. There was no clinically significant delay in the procedure.